Manufacturer narrative:
All available information was investigated, and the reported broken gripper line and gripper actuation issue were confirmed via returned device analysis. The reported difficult or delayed positioning associate with clip caught on chordae could not be replicated in a testing environment as it was related to patient anatomy and/or procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the reported difficult or delayed positioning associate with clip caught on chordae. However, a cause for the difficult or delayed positioning associate with clip caught on chordae cannot be determined. The broken gripper line appears to be due to troubleshooting maneuvers. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip was successfully implanted. To further reduce tr, an additional clip was inserted and grasping was performed. However, the clip became caught in the chordae. The clip was able to be freed. While checking the grippers, it was noted that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Once removed, it was observed that the gripper line was broken. Two clips were then implanted, reducing tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.